Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms were received. The customer's blood glucose level was not impacted. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as they successfully resumed insulin deliveries after closing the alarm. The customer reported that manual injections were to be used for insulin therapy.